Event description:
It was reported that a patient underwent a gynecological procedure for pelvic organ prolapse on (B)(6) 2010 and pelvic floor repair mesh was used. The patient stated that she had issues with the mesh immediately. The patient experienced small pieces of the mesh coming out, pain, discomfort, bleeding, and issues with urinating fully and normally. The patient reported a total inability to have sex due to pain and an inability to penetrate. The patient's issues have continually worsened. She has scheduled a second surgery in 2012 to repair the mesh.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - mesh exposure, (B)(4) dyspareunia. Device (B)(4) mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of maude event report (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00624. The same patient is represented in each medwatch.